Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results and device manufacture date. The device was returned to the service center for evaluation. The customer¿s complaint of the ¿ power switch linkage is broken" was confirmed. The broken switch was confirmed to be the old version and required an upgrade to the new version switch (951a). In addition, the scope socket was noted to be damaged and front panel was cracked. The olympus lamp 400+ hours, light output out of specifications. . The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reported that presumed power switch issue is a known phenomenon. The instrument history was reviewed for the subject device and showed the device was purchased december 12, 2012 and had not been returned for service / repair since the date of purchase. Detailed information was requested, but further information could not be obtained. In addition, since the product was not returned, the root cause could not be identified. Therefore, the presumed cause is described based on the current information." The ""presumptive cause"" is as follows: failure of power supply switch. From the date of delivery on (B)(6) 2013, it is presumed that the power switch was damaged because the operation force and the number of times the power switch was applied exceeded the assumption. It is presumed that the product was shipped before the countermeasure by the design change of the power switch. The counter measure was applied to products shipped after november 26, 2013.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing regarding the reported event but with no result. The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that the power button link was noted to be broken on the clv-190. There was no report of patient involvement.